Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with striated edge, around 25-50% of the shell is missing, curved openings with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Curved striated openings assessed as surgical damage. Missing shell that is assessed as inconclusive. The creases reported by the physician were not observed.

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade iii/IV, and double capsule. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade iii/IV, and double capsule. The device has been explanted.